Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter found in syringe with the incident lot was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported foreign matter was found in a 3 ml bd luer lok¿ syringe, before use. There was no report of injury or medical intervention.